Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a business partner regarding a patient receiving lioresal (2000 mcg/ml at 700 mcg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported the patient had a history of spinal cord injury, muscle spasticity, presence of intrathecal baclofen pump, and chronic pain due to trauma. On (B)(6) 2019, the baclofen pump was analyzed, programmed, and refilled. The pump had 3.3 cc residual volume detected and the area was cleaned and isolated in sterile fashion. The residual volume was removed and it was measured at 0.5 cc. 40 cc of lioresal was then slowly injected into the pump reservoir through the filter. The alarm date was noted as (B)(6) 2019 and the estimated replacement interval was (B)(6) 2020. New parameters were programmed and the pump was updated. The patient's brief history included c4-c5 spinal contusion secondary to mva in 2006, prior dvt, baclofen pump placed in 2007, central cord syndrome status post mva in 2006, and prostate cancer in 2000. The patient was receiving ropinsule 2 mg tab, polyethylene glycol 3350, tylenol 325 mg, bisacodyl 10mg, levothyroxine sodium 75 mcg, melatonin 5mg, tizanidine 4mg, norco 325 mcg, pepto-bismol, and laxapro 10mg. The patient was admitted, on (B)(6) 2019, to the hospital with altered mental status, bradycardia, and suspected baclofen overdose. The patient was discharged on (B)(6) 2019.